Event description:
It was reported that one of the patient's lead migrated. This was observed using x-rays. The patient did not report any falls or traumas. As a result surgical intervention was undertaken to replace the scs system. Effective therapy was established postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117952.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117952. The results of the investigation are inconclusive since the device was returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6: health effect impact code should have included 4629 - device revision or replacement.